Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the gantry doors opens, it generates "an explosive sound". Additionally, the biomed reported that the system would not connect to the igs server after attempting with several ethernet cables. No patient was present.

Manufacturer narrative:
H3: the system was serviced in the field, and the medtronic representative (rep) adjusted the image acquisition system (ias) doors c overs to prevent binding. The doors then opened and closed correctly without any friction. Another rep helped with setting up the correct ip address for the imaging system to communicate with the navigation system. Codes b01, c13, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A12 was coded for the network connection issue. A0508 was coded for explosive sound. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.